Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out, externalized conductors were observed via x-ray. No electrical anomalies were noted. The lead will be monitored.